Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿registered nurse changing keppra bag on tubing for next dose tubing with separation at transition point from the flex tubing loaded in the pump, to the semi-rigid tubing from the spike."

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿registered nurse changing keppra bag on tubing for next dose tubing with separation at transition point from the flex tubing loaded in the pump, to the semi-rigid tubing from the spike."

Manufacturer narrative:
The customer¿s report of the tubing separating was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection noted that the silicone segment was completely separated from the upper fitment. Further visual of separated silicone segment end did not observe an o-ring indentation on the silicone segment. No crush or damages marks were observed on the upper or lower fitment. Functional testing could not be performed due to the separation and obvious leaking. Dimensional testing performed found the upper fitment measured to be within the required specification(s). The root cause of the silicone segment separation was identified as a manufacturing issue for the set¿s ring retainer not assembled onto the set during the assembly process due to equipment and/or operator error.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿registered nurse changing keppra bag on tubing for next dose tubing with separation at transition point from the flex tubing loaded in the pump, to the semi-rigid tubing from the spike".